Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5089522.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported right side "sharp pains in breasts." Patient additionally reported "breast implant illness, fatigue, insomnia, difficulty concentrating, memory loss, dry skin and hair, sinus infection, candida yeast infections, chocking feeling, headaches, decreased libido, weight gain, food intolerances," and "autoimmune inflammation;" these events are not related to the device. Device has been explanted.